Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notification occurred during the load sequence. It was reported that the cartridge was leaking and the insulin gauge was inaccurate. There was no reported impact to customer's blood glucose level. Reportedly the customer reverted to manual injections for insulin therapy.